Manufacturer narrative:
Retainer ring = black. P-cap / reservoir locks properly into place. Pump received with a constant white light display with vertical lines due to vertical cracked lcd controller. Unable to perform the self test, active current measurement, sleep current measurement, and displacement test due to a constant white light with vertical lines on the display. The following were noted during visual inspection: minor scratched lcd window, scratched case, pillowing keypad overlay, cracked keypad overlay, broken belt clip rails, and dog chew marks on the pump casing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracked on screen. No harm requiring medical intervention was reported. The device will be returned for analysis.